Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition / migration of essure device location of device: uterus") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2012, ectopic pregnancy on (B)(6) 2014, bleed in luteal cyst and multigravida. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2015 to (B)(6) 2015 and paraguard from 2012 to (B)(6) 2014. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain / pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraine") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramps"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, nausea, depression, weight decreased, female sexual dysfunction and migraine outcome was unknown and the genital haemorrhage, pelvic pain and headache had not resolved. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: test showed unilateral occlusion (right tube occluded), perforation (uterus), malposition of essure device, migration of essure device (per pfs) and the right essure micro-insert is in satisfactory position. Position of left insert is atypical, suggestive of coiling in uterus. Right tubal occlusion by insert with no spillage. No left spillage, but insert does not appear to be in the tube (per mr). On (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2019: plaintiff fact sheet received. Events per pfs: weight gain and cramps were added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.